Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using ruby coils. During the procedure, the physician was unable to advance a ruby coil through another manufacturer's microcatheter due to resistance. Upon removal, the ruby coil was almost out of the catheter and it unintentionally detached. The microcatheter was flushed and the procedure successfully continued using a new ruby coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.